Manufacturer narrative:
The driveline cable, hw11919 was not returned for evaluation. Review of the manufacturing documentation of hw11919 confirmed that the associated device met all requirements for release. On-site inspection of the driveline connector confirmed the contamination by foreign material of the driveline cable connector. A driveline connector cleaning procedure was performed to mitigate the conditions reported. In addition, the reported "electrical fault alarm" event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms of type 'sys_front_phase_c_open' for reported event date; these alarms are indicative of contamination of the driveline connector and/or the controller. The most likely root cause of the electrical fault alarms is contamination by foreign material. Heartware has opened an internal investigation to address this issue related to driveline connector contamination leading to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01515 and 3007042319-2015-01516) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01516) submitted for devices related to the same event. Device remains implanted.

Event description:
The ventricular assist device (vad) coordinator reported multiple electrical fault alarms which started on (B)(6) 2015 while the patient was in the hospital post vad implantation. Preliminary log file analysis by the manufacturer's representative confirmed 5 electrical fault alarms logged on (B)(6) 2015. Based on this, the site was contacted with instructions to not change the controller but to silence the electrical fault alarm while the site coordinated with the field engineer to come to site to perform cleaning. Electrical fault alarms were continuing over 24 hours. A driveline inspection performed on (B)(6) 2015 reported the following: no cloudiness of the wires was observed. No additional medications were required; the patient was already maintained on IV milrinone, epinephrine and dopamine drip. A driveline cleaning was performed per manufacturer's procedure. The first round of cleaning was approximately 30 seconds and a second round was approximately 45 seconds. Upon disconnection of the driveline from the connector, prior to the first cleaning, multiple female pins appeared darkened. In addition the controller had residue on the base of the male pins, what appeared to be a crystalized mass on one of the pins. It was indicated that the patient tolerated the procedure very well. A new controller was connected to the driveline after cleaning performed. A new backup controller obtained and reprogramed. The patient's mother also stated that the monitor would not stay connected to controller that had been exchanged as well as both power sources also had loose connections with both battery and ac adapter. She showed the manufacturer's reps. That the connections on the controller that was exchanged out were both loose when attempting to connect. Once the controller was exchanged for a new one all connections were verified to be good. There were no new electrical fault alarms post cleaning for 30 minutes afterwards. It was indicated that the action solved the problem with verification of the repair action. The site was instructed to contact the manufacturer's clinical representative if any further alarms occur. Flows were normal, 3.5-4 liters, with normal powers 1.9-2.2. It was reported that there were no issues intra-operatively with driveline tunneling. This is report 1 of 2.